Manufacturer narrative:
No patient details are provided, nor is the event date known. There was no adverse impact to the patient. The procedure being performed was a therapeutic colonoscopy. The procedure was completed with the same device. There were no issues removing the device from the patient and no parts of the device fell into the patient. The issue with the scope occurred at the end of the procedure when the device was being taken out. Pre-cleaning of the device is performed immediately after a procedure at bedside. At the time of this cleaning post procedure, the device would not straighten back out and a hump on the device was observed. All of the reprocessing personnel are trained on how to properly reprocess the device. The device is stored in a cabinet provided by olympus and hangs vertically. The device has not been cultured. The cleaning and disinfectant solutions being used with the device are flexclean in the sink and aldahol in the processor. The minimum effective concentration is being check prior for each scope. Test strips are used to confirm the solution is correct. The type of aer being used to reprocess the device is oer-pro serial number (B)(6). The endoscope channel is being brushed prior to manual cleaning with a single-use olympus endotherapy brush model bw-412t. The device is being leak tested prior to manual cleaning with an olympus mu-1.

Manufacturer narrative:
There is no patient information, event information, nor event date is available yet. This is a reusable device. The manufactured date is not known at this time. The device is returned and a product investigation is going on and not yet concluded. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, at the end of the procedure a loud noise was heard; the scope would not straighten out and showed a bulge. The skeleton ring of the bending section is broken.